Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed on an unknown date. Additionally, fiducial markers were placed. It was reported that the patient experienced a rectal wall infiltration. The patient experienced constipation for 36-48 hours. The computerized tomography (CT) imaging and magnetic resonance imaging (MRI) showed dissection of the rectal wall. The MRI was further reviewed, and it was observed that most of the hydrogel was in the right place. However, there was hydrogel under the serosa and possibly extending slightly into the muscularis, although a thick line of muscularis remained intact. There is also a notable indentation of the rectum at the prostate apex, which is suspected due to some tethering of the prostate to the rectum at the 2 o'clock position. It was reported that this tethering is likely a result of fibrosis from previous radiation treatment in this patient. The plan is to do an endorectal ultrasound. However, it was not indicated if it had yet occurred.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 03/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 03/08/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.